Event description:
The following information was reported: the balloon popped inside the vessel/lost pressure, hemostasis was achieved with another mynxgrip device, the patient was not hospitalized. Additional information: during prep, the black marker on the inflation indicator was fully exposed. There was no resistance felt while inserting the device. Procedure type: diagnostic stick location: common femoral vessel size: 5-6 mm sheath size: 5f. In the physician's opinion the event was caused by the mynx device/procedure. The physician believes the balloon did not perform adequately.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).